Event description:
This is filed to report device damages another device. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+ and an anterior prolapse. A mitraclip nt (20526r165) was implanted. A second mitraclip nt (21110r1028) was selected for treatment, but interaction with the first clip occurred, causing the first clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda), resulting in tissue damage on the posterior leaflet. The procedure was completed with two clips implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device damaged by another device (caused damage) was due to procedural circumstances during positioning of the second clip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a